Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35w 6/box lot # 73f2100954 investigation did not show issues related to the complaint.

Event description:
The package was found broken during inspection. There were cuts and holes. Sterility was breached.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot#: 73f2100954 was manufactured on 06/29/2021 a total of (B)(4) pieces. Lot was released on 07/13/2021. DHR investigation did not show issues related to complaint. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. Visual examination revealed ink blots on the interior of the packaging. Furthermore, the packaging of the returned unit was observed to be broken at the corner of the tray next to the cover block and opposite the lidstock. The sterile barrier of the returned sample is breached due to the packaging damage. This is an issue related to the packaging process of this device. Nc 100004276 has been opened to further investigate this issue. The sterile barrier breach is related to the packaging process of this device. Nc 100004276 has been opened to further investigate this issue. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a sterile barrier breach. This is an issue related to the packaging process of this device. Nc 100004276 has been opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The package was found broken during inspection. There were cuts and holes. Sterility was breached.